Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The unit was actually sporadically failing to produce an image at all. Additionally, the unit had several forms of wear and tear noted throughout. Those include but are not limited to adhesive deterioration, material deformation, discoloration, and compromised insulation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was producing a noisy image and displaying an e216 error code during a procedure. According to the initial reporter, the procedure was completed without patient harm by using another device.

Manufacturer narrative:
Correction: e1 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the image sensor unit, a problem with the board inside the video connector, or a problem with the system. Olympus will continue to monitor field performance for this device.